Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture along with high capture thresholds. Further evaluation was recommended and no additional adverse patient effects were reported. Currently, this lv remains in service.